Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03432. It was reported that the reason for the surgery was that the patient experienced rib/abdominal stimulation due to lead migration.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03432.it was reported that the patient underwent a surgery to explant and replace leads on (B)(6) 2018. Therapy has been restored post operatively.